Manufacturer narrative:
The events of lymphoma-alcl-suspected and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported "type of bia-alcl", "leakage of silicone into the body of the patient", "substantial fat necrosis (steatonecrosis)." Histopathological markers cd30+ and alk- have not been received. The device has been explanted.

Event description:
Patient representative reported left side symptoms of silicone disease a lot of pain, no sensitivity in part of breast, discomfort/stinging, pressure in chest, tenderness in lymph nodes, anxiety, candidiasis, loss of breast sensation, wrinkle, ripples occurred after implant and were resolved through fat grafting, tingling, shortness of breath, difficulty breathing, radial folds, minimum amount of peri-implant fluid, ¿stitches¿ [feeling], ¿risk of developing lymphoma due to recall¿, ¿undergoing breast lump investigation procedure, developed more than ¿20 strange symptoms of mechanical complication of mammary implant¿, swelling, ¿triggering a non-specific constant allergic condition¿, ¿leakage of liquid from the prosthesis to the patients¿ body with presence of peri-implant fluid¿, capsular contracture (grade unknown), anxiety, diffuse pain throughout the body, patient started psychological monitoring after discovering ¿silicone disease¿. The device remains implanted. The following was reported but not considered device related: weight gain, muscle pain, fatigue, mental confusion, memory loss, hair loss, constant tearing, itching and irritation in the eyes, allergies, sinusitis, arthrosis, strong menstrual flow, hemorrhoids, constipation, insomnia, constant headaches, hormonal dysfunction, sensitivity to sound, dry skin/hair, lack of libido, tingling in hands and arms, muscle spasms, aluminum high in blood, sinking of the right thigh and gluteal muscle, bell¿s palsy, maze dysfunction, hormonal dysfunction, osteoarthritis, anxiety, irritability, difficulty concentrating, anguish/desire to crack, sleep disorder, joint/muscle pain, night sweats, aggressive insomnia, dizziness, cerebral fog, tinnitus, palpitations, relevant change in weight, xerostomia, xerophthalmia, paresthesia of the upper limbs, ¿[symptoms] suggest condition of asia syndrome¿, physical and mental tiredness, continuous stress at work and routine, ¿distressing behaviors such as crying, sudden sadness, mood swings¿ which started to interfere with personal and work routine¿, distorted view of body due to biological and physiological changes.patient representative reported "type of bia-alcl", "leakage of silicone into the body of the patient", "substantial fat necrosis (steatonecrosis)." Histopathological markers cd30+ and alk- have not been received. The device has been explanted.

Manufacturer narrative:
Further investigation (fi) results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30003559. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2019 through (B)(6) 2021, was noted an outlier in (B)(6)2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. During the trend review of all molds complaints for the period of mar 2019 through feb 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported left side symptoms of silicone disease a lot of pain, no sensitivity in part of breast, discomfort/stinging, pressure in chest, tenderness in lymph nodes, anxiety, candidiasis, loss of breast sensation, wrinkle, ripples occurred after implant and were resolved through fat grafting, tingling, shortness of breath, difficulty breathing, radial folds, minimum amount of peri-implant fluid, ¿stitches¿ [feeling], ¿risk of developing lymphoma due to recall¿, ¿undergoing breast lump investigation procedure, developed more than ¿20 strange symptoms of mechanical complication of mammary implant¿, swelling, ¿triggering a non-specific constant allergic condition¿, ¿leakage of liquid from the prosthesis to the patients¿ body with presence of peri-implant fluid¿, capsular contracture (grade unknown), anxiety, diffuse pain throughout the body, patient started psychological monitoring after discovering ¿silicone disease¿. The device remains implanted. The following was reported but not considered device related: weight gain, muscle pain, fatigue, mental confusion, memory loss, hair loss, constant tearing, itching and irritation in the eyes, allergies, sinusitis, arthrosis, strong menstrual flow, hemorrhoids, constipation, insomnia, constant headaches, hormonal dysfunction, sensitivity to sound, dry skin/hair, lack of libido, tingling in hands and arms, muscle spasms, aluminum high in blood, sinking of the right thigh and gluteal muscle, bell¿s palsy, maze dysfunction, hormonal dysfunction, osteoarthritis, anxiety, irritability, difficulty concentrating, anguish/desire to crack, sleep disorder, joint/muscle pain, night sweats, aggressive insomnia, dizziness, cerebral fog, tinnitus, palpitations, relevant change in weight, xerostomia, xerophthalmia, paresthesia of the upper limbs, ¿[symptoms] suggest condition of asia syndrome¿, physical and mental tiredness, continuous stress at work and routine, ¿distressing behaviors such as crying, sudden sadness, mood swings¿ which started to interfere with personal and work routine¿, distorted view of body due to biological and physiological changes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection (late onset), seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), seroma-late, capsular contracture (grade unknown), rupture.

Event description:
Patient representative reported left side symptoms of silicone disease a lot of pain, no sensitivity in part of breast, discomfort/stinging, pressure in chest, tenderness in lymph nodes, anxiety, candidiasis, loss of breast sensation, wrinkle, ripples occurred after implant and were resolved through fat grafting, tingling, shortness of breath, difficulty breathing, radial folds, minimum amount of peri-implant fluid, ¿stitches¿ [feeling], ¿risk of developing lymphoma due to recall¿, ¿undergoing breast lump investigation procedure, developed more than ¿20 strange symptoms of mechanical complication of mammary implant¿, swelling, ¿triggering a non-specific constant allergic condition¿, ¿leakage of liquid from the prosthesis to the patients¿ body with presence of peri-implant fluid¿, capsular contracture (grade unknown), anxiety, diffuse pain throughout the body, patient started psychological monitoring after discovering ¿silicone disease¿. The device remains implanted. The following was reported but not considered device related: weight gain, muscle pain, fatigue, mental confusion, memory loss, hair loss, constant tearing, itching and irritation in the eyes, allergies, sinusitis, arthrosis, strong menstrual flow, hemorrhoids, constipation, insomnia, constant headaches, hormonal dysfunction, sensitivity to sound, dry skin/hair, lack of libido, tingling in hands and arms, muscle spasms, aluminum high in blood, sinking of the right thigh and gluteal muscle, bell¿s palsy, maze dysfunction, hormonal dysfunction, osteoarthritis, anxiety, irritability, difficulty concentrating, anguish/desire to crack, sleep disorder, joint/muscle pain, night sweats, aggressive insomnia, dizziness, cerebral fog, tinnitus, palpitations, relevant change in weight, xerostomia, xerophthalmia, paresthesia of the upper limbs, ¿[symptoms] suggest condition of asia syndrome¿, physical and mental tiredness, continuous stress at work and routine, ¿distressing behaviors such as crying, sudden sadness, mood swings, which started to interfere with personal and work routine¿, distorted view of body due to biological and physiological changes.